Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The lesion was located in an unspecified coronary artery. A 6fr non-bsc guide catheter and a .014 non-bsc guide wire were placed while introducing this 2.5x16mm omega stent, friction was noticed inside the guide catheter. The stent was removed from the catheter and stent deformation was noticed. It was noted that the stent was still mounted on the balloon and the entire event occurred inside the guide catheter. The procedure was completed with a different stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded with the stent secured on the balloon between the markerbands. The shaft was twisted at the exit notch 25.5cm from the distal tip. The first distal row of stent struts were flared and bent. Inspection of the remainder of the device presented no damage or irregularities. The outer diameter of the stent was measured and the device was within specification. The 6f guide catheter used in the procedure was not received with the complaint device for product analysis. The inner diameter of the guide catheter was measured at the distal tip and proximal end and the device met specification. A new 6f guide catheter was used for functional testing and the omega sds was able to pass through the entire length of the guide catheter with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The lesion was located in an unspecified coronary artery. A 6fr non-bsc guide catheter and a .014 non-bsc guide wire were placed while introducing this 2.5x16mm omega stent, friction was noticed inside the guide catheter. The stent was removed from the catheter and stent deformation was noticed. It was noted that the stent was still mounted on the balloon and the entire event occurred inside the guide catheter. The procedure was completed with a different stent. No patient complications were reported and the patient's status is stable.